Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor (cgm) graph was incorrect and while attempting to reset the pump a cgg error 42 occurred. Customer's blood glucose was 142 mg/dl. Pump was reset to resolve the issues.